Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced no sound perception. The recipient presented with sound quality issues. CT confirmed electrode migration. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The surgeon reported that revision surgery revealed the mastoid was filled with scar tissue, because of this the silicone around the original implant wire was damaged and had to be replaced. The recipient was successfully activated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.